Event description:
Additional information was received that the patient presented to the emergency room with concerns over the cardiac resynchronization therapy defibrillator (crt-d) emitting tones. Boston scientific technical services (ts) was consulted and reviewed data and found no reason for the device to emit tones. Ts did note continued out of range right ventricular (rv) lead impedance measurements of greater than 2500 ohms, however beeping for out of range measurement feature was programmed off in the crt-d. A pacemaker mediated tachycardia (pmt) episode was incorrectly stored, as it was atrial drive. Ts also observed that tachycardia therapy was programmed off in the crt-d. The health care provider consulted with the patient whom noted that therapy had been programmed off approximately five years earlier and they were aware it was off. It was noted there was a concern over a possible rv lead fracture and ts discussed programming considerations. The crt-d and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular cardiac resynchronization therapy defibrillator (crt-d) and (rv) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 2500 ohms. The shocking lead impedance was also high, but not out of range. It was noted that the patient has received inappropriate therapy in the past due to oversensing of noise which was determined to most likely be electromagnetic interference (emi). The clinician noted that the patient would undergo a revision procedure and was wondering how to program tachycardia therapy off. Further information from the clinic noted that the revision procedure has not yet been scheduled. The rv lead and crt-d remain in service and no adverse patient effects were reported.